Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the c 303 analyzer is (B)(6). The field service engineer ran precision studies and these recovered within guidelines. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the potassium electrode on a cobas c 303 analytical unit. The first sample initially resulted in a potassium value of 6.2 mmol/l. The value was deemed critical and did not agree with the patient's clinical status, so the sample was repeated. The repeat result was 3.8 mmol/l and this value was deemed correct. The sample was repeated five additional times, each time resulting in a value of 3.8 mmol/l. On an unknown date in the fall of 2025, a second patient sample initially resulted in a potassium value of 9.0 mmol/l and it repeated as 4.2 mmol/l. No questionable results were reported outside of the laboratory for this sample.